Manufacturer narrative:
In response to FDA report number: mw5088672. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation was capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency left side "scar tissue in my left breast," "encapsulation was so bad," baker grade unknown and "couldn't breastfeed." Surgical treatment occurred. Device has been explanted.